Event description:
It was reported that during the procedure, there were dislodgment issues with the right atrial (ra) lead. The physician attempted to reposition the lead, but after extending the helix, it failed to secure in the myocardium. The helix was then retracted, and a subsequent attempt to extend it again proved unsuccessful. Consequently, the lead was substituted with one from a competitor. There were no reported adverse effects on the patient. The original lead is anticipated to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the helix was retracted and dried blood was present around it. The lead was returned in two segments, severed approximately 50 millimeters (mm) from the terminal end, indicating damage induced during explant. The coils and insulation were cut with a tool, and both segments lined up. Additionally, the coils were deformed at approximately 105 mm from the proximal end of the distal segment. The lead was kinked, and the insulation was pinched at approximately 40 mm and 500 mm from the proximal end of the distal segment, with a twist in the lead body. Testing was conducted to assess the lead's electrical performance, and measurements were within normal limits. The helix difficulty allegation was confirmed due to a bent inner coil, consistent with inner coil over-torque and helix extension/retraction difficulty.

Event description:
It was reported that during the procedure, there were dislodgment issues with the right atrial (ra) lead. The physician attempted to reposition the lead, but after extending the helix, it failed to secure in the myocardium. The helix was then retracted, and a subsequent attempt to extend it again proved unsuccessful. Consequently, the lead was substituted with one from a competitor. There were no reported adverse effects on the patient. This supplemental report is being submitted to include device technical analysis in section h11.